Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/22/2017. Correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: a review of the black box showed unexplained reboots on (B)(6) 2016. The battery cap and battery compartment were intact and the battery cap was able to fully tighten. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power issues and no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was evidence of moisture contamination behind the display lens and throughout the interior of the pump; leak testing revealed a display lens leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.